Manufacturer narrative:
The device was returned for analysis; however, the evaluation of the device is pending. At the completion of the investigation a supplemental report will be submitted with the analysis conclusion. Complaint history and product history records were reviewed; documentation indicates the product met release criteria. The probable root cause of the event has not yet been identified. Manufacturer's internal reference number: (B)(4).

Event description:
A healthcare professional reported a hahn tapered implant fractured during implant placement on tooth number 28. It was reported that the internal hex stripped upon placement into dense bone. It was reported that the implant was removed and replaced with the same implant but 2mm shorter, during the same surgical procedure. No observable clinical symptoms or permanent injury were reported by the healthcare provider. It was reported that at the time of the surgical procedure the patient's bone quality was type I with an excellent oral hygiene status.